Event description:
During the implantation procedure, lead impedance measurements after induction shock were abnormally high. Despite no change in lead connection into the device port, later measurements resulted in normal impedance values.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt model approved under p060027. The analysis is pending.